Event description:
An ultraflex covered esophageal stent was used in a stent placement procedure on a female patient (weight unknown) in 2008. According to the complainant, the stent did not fully expand within 2 hours after deployment. The physician completed the procedure with another stent (manufacturer unknown). No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot.